Event description:
Patient presented to MRI suite for evaluation of abdomen. During exam, 2 gi clips were noted which were not reported prior to entering the environment, exam discontinued. The clips are ferrous. Usual procedure to delay MRI until 2 weeks post procedure. Implant section of procedure was documented as no implants present. The gi clips were discovered on the localizer images. No harm came to the patient, and there was no malfunction of the device.